Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was not pacing-dependent, and no loss of pacing was observed; however, it was noted that the patient felt more tired than usual. It was planned to replace the pacemaker in the following week and return it for analysis. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was not pacing-dependent, and no loss of pacing was observed; however, it was noted that the patient felt more tired than usual. It was planned to replace the pacemaker in the following week and return it for analysis. The device remains in service and no adverse patient effects were reported. It was additionally reported that this device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets were coincident with telemetry and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient was not pacing-dependent, and no loss of pacing was observed; however, it was noted that the patient felt more tired than usual. It was planned to replace the pacemaker in the following week and return it for analysis. The device remains in service and no adverse patient effects were reported. It was additionally reported that this device was replaced. No additional adverse patient effects were reported. The device was received for analysis.